Event description:
It was reported that customer experienced cgm error 42 on pump early in morning, which affected sensor readings. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset under guidance, and system function was restored without recurrence of error, with no further troubleshooting required and no additional issues reported.